Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to previous maintenance.

Event description:
It was reported that a smiths medical device release from service with one result out of specification. Indeed, for the "peep test "a value of 14 for a minimum of 15 was observed. A document is available service history report.